Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID d-evprop2329us product, lot number 0010885145, product type: delivery catheter system (dcs). Implant date: na, explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was constrained during deployment. It was reported that there was a calcium pillar extending into the left ventricular outflow tract (lvot) from the left coronary cusp (lcc) that could have contributed to the constrainment, however per the physician it was unlikely. The valve was removed and a balloon aortic valvuloplasty (bav) was performed. Subsequently, a new valve was used for implant. No adverse patient effects were reported.